Manufacturer narrative:
The manufacturer previously did not report the late submission justification which is updated as the complaint was reassessed and deemed reportable as per the reassessment.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned to an authorized service center for evaluation. The device was visually inspected. The device's downloaded event log was reviewed by the manufacturer and found no errors on the error log. The device passed all final testing. There was evidence of sound abatement foam degradation.